Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jmyd, product type lead; product ID neu_unknown_ext, product type extension; product ID neu_unknown_ext, product type extension; product ID 3889-28, lot # va0jmyd, product type lead. (B)(4).

Event description:
It was reported that the extension of an advanced trial system got caught on the toilet seat and broke after it was pulled. This occurred two weekends ago from report date. Last friday the lead was replaced and the patient was implanted (permanent implant). Stimulation coverage was stated to have been great before the extension broke and stopped working. Additional information received reported that the patient was having effective relief after having the lead replaced. No long term or serious complications occurred. The lead had been replaced due to it looking stretched.